Manufacturer narrative:
Failure investigation: investigation: the ai pcb and db pcb were returned for failure investigation. Those components were visually inspected and function ally tested. Visual inspection of the returned parts revealed no anomalies. Both components were attached to the test ventilator and placed in normal ventilation mode for a minimum of 24 hours without errors or alarms. Conclusion: no fault found. The reported event could not be replicated. There was o malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator reset and displayed a settings locked out alert message as well as loss of communication error codes. The patient was transferred to another ventilator with no harm. A service engineer replaced the breath delivery (bd) printed circuit board (pcb), analog interface (ai) pcb, and downloaded software to address the issue. The unit passed all testing and operated within the manufacturing specifications.